Event description:
It was reported that the patient experienced elevated blood glucose levels as high as 600 mg/dl. She stated that the self-adhesive of the infusion sets does not stick enough. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.